Event description:
It was reported that the customer was hospitalized for high blood glucose and diabetes ketoacidosis. Troubleshooting was performed. The customer stated that the insulin pump was disconnected and currently she is on manual injections. The alarm history revealed several different alarms, and the year was not displaying. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump passed all functional testing including displacement, rewind, basic occlusion, occlusion, prime, unexpected restart error and no delivery test. No unexpected restart alarm noted. Pump monitored in 50c oven for several days and no unexpected external ram crc error and displayable history crc check failed alarm noted.